Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize electrode connection) has been confirmed. As received, the monitor failed testing. Upon evaluation, the r781 resistor was open. The cause of the inability to recognize an electrode connection is the open resistor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an electrode connection.